Event description:
During lap cholecystectomy, ethicon endopouch bag disengaged from arms. Equipment was removed and saved. MFR: please note that we do not send products to the MFR, but you may strange for pick-up by calling my number below.